Manufacturer narrative:
The user facility declined to provide any information concerning the pt's status or if an injury resulted. The allen engineer evaluated the return to determine if there were any device issues that may have contributed to the adverse event aside from improper installation. The (B)(6) stirrup was worn and did not pass all device specifications but the failure described could not be replicated if the stirrup and the clamp were properly installed. The customer was informed of the investigation outcome and provided user instructions for both the clamps and the stirrups and an allen rep is working with the staff.

Event description:
On (B)(6) 2010, a pt incident was reported to an allen medical sales rep during a request for training information. It was unclear if the pt was injured. The reporter told the rep that during use, the stirrup came free of the clamp installed on the table rail. The pt's leg fell. The reporter was seeking training information to help prevent another such issue.